Event description:
A report was received from the treating eye care professional on (B)(4) 2015 that a teenaged female patient had developed endothelial shut down after wearing contact lenses. The patient presented to the ecp approximately one month prior with what appeared as tight lens syndrome in one eye while wearing contact lenses which had been prescribed by a different ecp. The treating eye care professional suspects that the patient had been sleeping in the contact lenses however other case history was negative. The va in the affected eye was 20/60 and she developed a sub conjunctival hemorrhage upon contact lens removal. The slit lamp evaluation revealed marked limbal compression, corneal edema, pachymetry reading greater than 900, elevated endothelial cell count and a slight hypopyon. The fellow eye wearing the same contact lenses was unaffected. The ecp stated that treatment consisted of an aggressive course of an antibiotic eyedrop and a steroid eye drop to reduce the inflammation. The patient¿s eye cleared in approximately one week and pachymetry returned to normal. However, the patient still had a significantly elevated endothelial cell count. The doctor advised that the patient was to return for a follow-up visit in near future and the treating ecp planned to conduct further case history with the patient to determine what she was doing prior to the event that could have caused this event. The ecp suspects that the patient¿s endothelial count will return to normal given additional time to recover. Additional information was received from the treating eye care professional on 04/10/2015. The patient had visited another eye care professional (information unknown) the day before presenting to him for treatment. The first ecp removed the contact lens from the patient¿s eye. The treating eye care professional stated that when the patient presented to him the next day it seemed that the contact lens had been a very tight fitting lens and the patient admitted to sleeping in the lens for ¿a couple of hours.¿ the ecp reports that there was no epithelial loss but there was corneal decomposition. The doctor advised that the steroid was administered every hour to ensure there was no infection. The patient was scheduled for a three month follow up appointment; however, the ecp wanted the patient to return for a checkup sooner. The physician was called on (B)(4) 2015 to obtain clarification regarding the reported information. Clarification regarding what the physician meant by ¿endothelial shutdown¿ was requested and the ecp stated that he came to this conclusion because there was ¿stromal folding¿ and the pachymetry such as hers indicated an endothelium shut down because the inflammation she was experiencing was abnormal. A follow up question was asked about the doctor¿s report of prescribing a steroid to prevent infection. The doctor advised that the first visit she had with the other doctor he previously mentioned was on (B)(6) 2015 and at an urgent care. At the urgent care she was prescribed two antibiotic eyedrops. Originally the doctor reported that the patient had presented to him the day after her first visit with the urgent care doctor but during the follow up call he stated the he saw her on (B)(6) 2015 and at that time he prescribed her the steroid and a sodium chloride drop every two hours alternating with the previously prescribed antibiotic. The doctor advised the he believes this is a serious case because the young patient lost endothelial cells however, her vision has returned to baseline. Additional information was received from an adverse event questionnaire on (B)(4) 2015. The form provides the following information. The affected eye was the left eye (os). There was moderate pain and redness present but no discharge. There was a severe anterior chamber reaction noted. No ulcer or infiltrates were present. No corneal staining or scarring was noted. The diagnosis was corneal edema with hypopyon from a tight lens. The event has resolved and lens wear has resumed without further issues. Conflicting information was received from the ecp during the initial report and the course of follow up. Attempts were made during phone conversation to clarify the conflicting information however, the ecp was unable to help clarify this conflicting information that he reported. No additional information is expected.

Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).